Event description:
The customer reported no ECG readings on the passport v monitor, which may have resulted in loss of ECG monitoring. No pt injury was reported.

Manufacturer narrative:
The company representative evaluated the unit. Corrections included replacement of the ECG parameter module. The unit was tested to factory's specs. It functioned normally and was returned to use.